Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir leaked when he was filling it. The leak was at the base of the needle part. Customer's blood glucose was 94 mg/dl. Customer stated that the leak was at the transfer guard not at the reservoir itself. Could not perform full troubleshooting due to customer already filled the reservoir. Explained to the customer the possible causes of leaks at the transfer guard. Explained that the leak could be at vial or if the transfer guard is not fully connected to the reservoir. Advised the customer that the reservoir would be replaced. No further info provided.